Event description:
It was reported that this patient contacted boston scientific technical services (ts), as they were having difficulties establishing a remote connection with their external communicator. It was determined that the communicator's power cord needed replacement. During the call, the patient also indicated that their device was exhibiting beeping tones. The patient was referred back to their monitoring clinic and it was noted that the device was exhibiting a red call doctor (rcd) icon. Ts was contacted again and following a data review, it was determined that the rcd and beeping tones were likely the result of high, out-of-range shock impedance measurements (160 ohms). The patient was again referred back to their clinic to schedule an in-person follow-up appointment. At this time, this device remains implanted and in-service. No adverse patient effects were reported.